Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother was reported via phone call that the self test did not passed and the hardware low level failures alarm and the motor arm cannot communicate with the main arm. The customer blood glucose level was unknown at the time of incident. Troubleshooting was performed. The product will not be returned for analysis.